Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, the cause of the reported event was most likely attributed to breakage of the image sensor unit. The breakage probably led to irregular stress to the bending section, as multiple damages were observed. A definitive root cause was not determined. The suggested event is detectable by handling the device in accordance with the following IFU. The instructions for instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope exhibited no image, unrestorable, with a communication error. There were no reports of patient harm associated with this event.